Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer that reported there was premature depletion. There was an allegation/dissatisfaction with ins longevity. Further follow-up is being conducted to determine how many patients were involved, what circumstances led to the premature depletion, if there were symptoms and what steps were taken to resolve the issue.